Manufacturer narrative:
H3) the manufacturer representative went to the site to test the imaging system. Iq test was performed. No issues were visible in 2d and 3d scans. Rad/gain calibration were performed. Iq was checked again with the same result. System functions checked. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000905, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the 3d scan had white stripes on it and could not be used for navigation. During troubleshooting, a second scan was taken. Gain calibrations were performed by the site, and 2d and 3d worked. There was a reported delay to the procedure of less than 1 hour due to this issue before the surgeon opted to abort the use of navigation and imaging. There was no reported impact on patient outcome. Additional information was received stating that the procedure was aborted. Gain calibration was done next day. Then the issue was r esolved.